Manufacturer narrative:
(B)(4). Firing trigger teeth, incomplete-interrupted cycle. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Fired across vessels near uterus. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st firing. What color cartridge was being used? Vascular. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. At what firing did the two staples come from? Unsure. Did they pop out prior to firing the device? Unsure. How were the staples retrieved? They weren't. Did the retrieval of the staples altar the procedure? If so please explain. No. How was the procedure completed? With energy device. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that device (a) was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h52z29 mfg 09/20/2011; exp 08/20/2016.

Event description:
It was reported that during a lap hysterectomy procedure the doctor closed the white handle, then closed the grey handle which proved very difficult (he ended up using 2 hands) pushed the release button and then had to force the handles open. Gun did not fire. They then tried again with the same gun and cartridge. The handles closed and opened easily but the gun still failed to fire. Two staples had popped out at one end but none had gone into the tissue. They then tried a different cartridge which still failed to fire. Then they tried with a new gun and new cartridge. Yet again struggling to close the grey handle. Still it did not fire and then with a new cartridge and it yet again failed to fire. No adverse patient consequences reported.